Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap is loose. Customer received the field notification letter and noticed the damage to the drive support cap. Customer's blood glucose reading is 140 mg/dl. Advised customer not to manipulate or push on the drive support cap while connected. Advised that the insulin pump will be replaced. Nothing further reported.